Event description:
It was reported that during a full supply change on an ilet pump, the device prompted the patient to check notifications while filling tubing, but no alerts or alarms were visible; the agent performed troubleshooting including a fill-tubing-only procedure, a pump restart, and replacement of the cartridge (lot 31091), after which tubing primed successfully and the patient planned to reconnect the infusion set and resume therapy. Symptoms included hyperglycemia with a reported blood glucose of 225 mg/dl for about 30 minutes, without ketone testing, medical intervention, or use of backup therapy. Outcomes included no injury, no emergency treatment, and resumption of pump therapy after successful priming. Investigation included technical troubleshooting by customer support and patient-guided corrective actions. Investigation of this case revealed that the issue could not be replicated after restart and cartridge replacement, with no alerts confirmed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.